Manufacturer narrative:
Batch review performed on 20 july 2021: lot 1910257: (B)(4) items manufactured and released on 16-march-2020. Expiration date: 2025-march-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to cup instability and the cause of the cup instability is unknown. 6 months after primary the surgeon revised the cup, head, and liner and the surgery was completed successfully. No cup loosening detected.